Event description:
A nurse reported that the knives in the packs are not sharp enough. Eight knives are being returned for evaluation. There were no pt injuries reported.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for eval. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company's acceptance criteria. A root cause has not been identified. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).